Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between april 26, 2019 to april 29, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor stops infusing to the patient after a brief period. It was further reported that there was a blockage in the " multi-rate control module(j)". This event was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.